Manufacturer narrative:
(B)(4). As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during use. During troubleshooting nothing unusual was found that could have caused or contributed to the alarm. The technical service representative (tsr) assisted the hp with clearing the alarm by cycling the power. The tsr had the hp disconnect from the hc and remove the cassette. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.